Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced infusion set block alarm event due to blocakage on (B)(6) 2024. The blockage was located at the tubing. The blood glucose level was displayed as high. Relevant treatment for high blood glucose included correction bolus via pump. No further information available.